Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod insertion site on the arm while wearing the device for longer than 48 hours. The patient reported a large lump at the infusion site, accompanied by soreness, redness, arm swelling, and warmth to the touch. Upon pod removal, insulin was observed leaking from both the pod and the patient's arm. The patient reported visiting the emergency room approximately two weeks prior to (B)(6) 2026, where, after about four hours of evaluation, an infection was diagnosed. Treatment included intravenous (IV) antibiotics, oral antibiotics (clindamycin and erythromycin), and mupirocin ointment. The involved pod was discarded and not available for return. The patient was unable to recall the exact date of the event but stated that it occurred approximately two weeks prior to reporting.